Event description:
The customer reported that the insulin pump alarmed motor error and no delivery during manual prime. Troubleshooting was done. Customer's blood glucose was 130 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime/a33 test due faulty fsr. (Gold) unable to verify excessive no delivery alarms due to prime anomaly. The motor was tested outside the device and passed. Insulin pump received with cracked case at display window corners and battery tube threads. Insulin pump received with minor scratched display window. Unit received with broken reservoir tube lip.